Event description:
The initial report from the affiliate indicated that there was a kink on the tip of the guidewire. It was noticed after it was removed from the package. The package was intact before it was opened. It was removed from the packaging per IFU. It was stored flat and at room temperature. Analysis of the returned device indicated that the distal tip was found bent and stretched.

Manufacturer narrative:
After removing an atw steerable guidewire from its protective hoop, the distal tip was found kinked. The product was not used and no pt injury occurred. No unusual handling was reported. Analysis of the returned wire found more significant damage than was originally reported. One non-sterile atw marker steerable guidewire was returned for analysis coiled inside of a plastic bag. The coated portion of wire was not damaged. The proximal end was found kinked and the distal tip was found bent and stretched. When observed under microscope, the distal tip was confirmed to be stretched. A review of the device history records relative to the mfg, inspecting, and packaging of the lot indicate this product was final inspection tested and was determined to be acceptable. The original complaint and other significant damage were confirmed during analysis of the returned product; however, there are no indications that this is related to the mfg process. Based on the limited info provided in the complaint documentation and the evidence presented by the specimen device, handling factors may have impacted on the event as reported when it was removed from the dispenser. The root-cause of the damages on the distal tip and the proximal end cannot be conclusively determined. No action will be taken at this time.